Event description:
The device was used during a CABG(coronary artery bypass graft)procedure. Reportedly, the stent broke and disengaged. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.